Event description:
It was reported that the customer could not get her insulin pump to work after changing the battery. Her blood glucose level was 180 mg/dl. Since (B)(6) 2015 she was not able to use her insulin pump. The customer saw a black circle. She received battery out limit, check settings, and weak battery alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.